Manufacturer narrative:
Analysis: visual examination of the returned product shows remnants of pannus were attached to the cloth cover, mostly concentrated around the ends of the band. Radiography shows no evidence of fractures. No abnormalities were observed. Conclusion: no malfunctions were observed with the returned product. The reported lack of effectiveness is likely related to patient condition. There was no report of further patient complications.

Event description:
Information was received that the cg future band was explanted due to insufficiency as seen by echo. The device dehisced 80% of the length as noted in situ. The device was replaced. No further patient complication was reported.